Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by nurse dee that the customer had a self test failure alarm on the insulin pump. Dee declined to troubleshoot for the alarm after it was found that the insulin pump will need to be replaced. Customer's blood glucose level was 480 mg/dl. Customer was treated with an injection for his blood glucose level. Customer is in the hospital for a non diabetes related injury. Customer was hospitalized because he broke his leg. It was also reported that the customer received a constant tone after a battery was changed and that there was a blank display on the insulin pump. Troubleshooting was performed for the blank display and customer stated that the display did return. Customer was advised to replace the insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.